Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation was not performed as the original usage ticket with product and lot information is not available.

Event description:
A patient underwent a hip revision surgery on (B)(6) 2019. The original surgery occured on an unknown date. The revision surgery occured because of poly wear. During the revision the cocr head, modular neck and acetabular insert were replaced with new components